Manufacturer narrative:
Investigation results visual evaluation of the returned device did not find any deficiencies or failures. Functional testing was performed, and the device passed the retroflex and plug wire connector tests. The complaint that the device failed to cut was not confirmed. Evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event. A device history record (DHR) review was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a profile extra small oval snare was used during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the snare failed to cold cut the polyp. The customer then attempted to connect the snare to the generator to apply cautery, but the active cord did not attach securely to the device. The procedure was completed with another profile snare using the same active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of loop failed to cut. The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable o determine the relationship between the device and the cause for the event. The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.

Event description:
It was reported to boston scientific corporation that a profile extra small oval snare was used during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the snare failed to cold cut the polyp. The customer then attempted to connect the snare to the generator to apply cautery, but the active cord did not attach securely to the device. The procedure was completed with another profile snare using the same active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.